Event description:
During the 3 month post implant follow-up of the device involved in this report, oversensing episodes were visible in device memory.

Manufacturer narrative:
January 21, 2010 - this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Results - oversensed events most probably resulted from p wave sensing in the ventricle. (B)(4).